Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Analysis identified a user related hole in the catheter body. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving clonidine (575.0 mcg/ml at 339.24 mcg/day), compounded baclofen (210.0 mcg/ml at 123.90 mcg/day), bupivacaine (15.0 mg/ml at 8.850 mg/day), and dilaudid (hydromorphone) (20.0 mg/ml at 11.800 mg/day) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the hcp was unable to aspirate and unable to inject drug due to the high concentration of the drug. The hcp opted for an intra-operative dye study, which revealing contrast extravasation at the level of the supraspinous ligament and intrathecal catheter anchor. It was also reported as the hcp performed a catheter accessport (cap) contrast study on (B)(6) 2016, revealing a catheter leak. The device diagnosis was catheter break/cut. The catheter was explanted/replaced on (B)(6) 2016. The event was related to the device/therapy (the entire catheter). The event was not related to the implant procedure. The event resolved without sequelae on (B)(6) 2016. There were no reported symptoms.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.